Event description:
The haptic of the lens was found bent upon opening the lens carrier.

Manufacturer narrative:
Results: the lens was received in the open carrier with visible dried solution on the lens optic. One haptic of the lens was found bent; however, due to the conditions in which the lens was received, the cause for this malfunction cannot be determined.